Event description:
On (B)(6) 2012, the distributor contacted animas and alleged that the keypad is unresponsive. This complaint is being reported as the alleged malfunction may affect insulin delivery. There is no allegation of an adverse event related to this complaint.

Manufacturer narrative:
Follow-up # 1 date of submission 11/20/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was torn over the up arrow button and the keypad was worn. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing, the down arrow and contrast keypad buttons were found to be intermittently unresponsive; the up arrow and ok buttons responded appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).